Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Suspect that system was shutdown improperly. Reloaded software and performed filament calibrator. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 mixed thumbnail images with full images. There was no adverse pt involvement reported. There was no pt info reported.